Event description:
During a lap cholecystectomy procedure, the v on inside of jaw fell off the track. Instrument realigend incorrectly, the v now on outside of jaw. Device fired twice going to do 3rd clip unable. Used during normal application. Not performing a cholangiography.